Event description:
It was reported that when removing the aria retractor, a small metal fragment was found. After inspecting the instruments, we found it to be part of the connection mechanism for the click on t-handle, used with the shavers.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the tip of the reliance t-handle was confirmed to broken by visual inspection. No relevant issue was found in the manufacturing records. According to the static torque testing report, the tip of the t-handle broke in static shear mode. Conclusion: the plausible root cause is a user applied overload.

Event description:
It was reported that when removing the aria retractor, a small metal fragment was found. After inspecting the instruments, we found it to be part of the connection mechanism for the click on t-handle, used with the shavers.